Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
While doing my first case with a new user today for the first time using our advanta vxt ptfe graft. When the surgeon began removing the rings from the graft, the rings were also removing a thin layer of the outer graft. The surgeon did not like this and wanted to open another graft which we did and the same thing happened. At this point I instructed him to just cut off the strands of the outer portion of the graft which had peeled off and he was able to complete the case with no other issues.

Manufacturer narrative:
Related mfg report number: 3011175548-2024-00129. Investigation summary: this complaint reports that a surgeon was using an advanta vxt graft (p/n 22064, l/n 507239) for the first time. When the surgeon peeled off a portion of the helix, strands of ptfe from the top layer of the graft peeled up with it. The surgeon removed this graft and placed another one. The same thing occurred with the second graft, but by the suggestion of the getinge representative, the surgeon cut the peeling strands and completed the surgery with the second graft. The graft was received and photos were taken. As described by the user, strands of ptfe have peeled off the graft with the helix. The graft was returned in several pieces. The helix which was being peeled off is still attached with a tangle of ptfe strands on it. Several additional rings of the helix were unwound following the instructions provided in the IFU and no peeling of the grafts outer ptfe layer occurred. No damage to the graft was identified other than the strands that had peeled off with the helix. The DHR for lot 507239 and relevant subassemblies were reviewed and no anomalies in manufacturing were found. No ncrs were identified for any of these lots. There is no evidence to suggest that manufacturing, equipment, or design are related to the complaint root cause. The IFU provides adequate instructions for the use of this device and cautions a user not to use a damaged a device and how to avoid causing damage to the device. It also provides specific instructions about how to remove the helix. The IFU states that in the case that the outer layer frays, the procedure can still be completed as long as the base layer is intact. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. An excursion was noted in (B)(6) 2024 for advanta vxt and for vxt and flixene combined for the complaint rate exceeding the 3 standard deviation limit. A complaint history review was completed which found 3 similar complaints, one of which is the other one received alongside this complaint from the same clinician. A recurring lot number report was completed which identified this complaint and related (B)(4) as the only ones involving lot 507239. A review of crs/capas identified only cr 1072012 opened for the trending excursion involving this complaint. No related scars were identified. No related ncrs were identified. The device was returned for evaluation and the complaint was confirmed. A device nonconformance cannot be confirmed as this is a known possible outcome of peeling the helix with improper technique. During evaluation, the helix was able to be peeled following the IFU instructions without any strands peeling off the graft. No evidence was found to suggest that manufacturing, design, or instructions for use were related to this complaint. The most likely root cause is user error due to the user's inexperience with the device and the known improper technique that was noted by the observing getinge representative.